Event description:
It was reported that the infusion pump would underdeliver during the administration of blood. Reportedly the pump would be set at 82 ml/hr, however the rate would have to be increased to 125 ml/hr for try and compensate for the underdelivery. The infusion pump was removed from the pt. No medical or surgical intervention was required.